Event description:
It was reported on an unknown date, a dynamization procedure was performed against delayed healing. An unknown screws for distal side stopping were removed during the procedure. At that time, it was discovered that the tfna femoral nail had broken at the proximal hole for the distal side stopping. Initially, the patient was implanted with trochanteric fixation nail advanced (tfna) system last (B)(6) 2018 due to femoral subtrochanteric fracture. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. The patient underwent a re-operation to remove the broken nail on (B)(6) 2019 which was successfully completed. Concomitant devices reported: unknown locking screws (part # unknown, lot # unknown, quantity unknown), unknown helical blade (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 22-dec-2017, expiration date: 01-dec-2027, part number: 04.037.021s, 10mm/125 deg ti cann tfna 300mm/left ¿ sterile, lot number: h528867 (sterile), lot quantity: 6 . This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna, bp55, lot number: l660029, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h474691, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h501284, lot quantity: 80. Work order traveler met all inspection acceptance criteria. I part number: 21127, timoagri16.00, bp80, lot number: h323700, lot quantity: 2,609 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Implant is found broke in situ (after implanted in the patient). Device is separated into 2 or more pieces. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows:it was reported on an unknown date, a dynamization procedure was performed against delayed healing. An unknown screws for distal side stopping were removed during the procedure. At that time, it was discovered that the tfna femoral nail had broken at the proximal hole for the distal side stopping. Initially, the patient was implanted with trochanteric fixation nail advanced (tfna) system last (B)(6) 2018 due to femoral subtrochanteric fracture. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. The patient was scheduled for a re-operation on (B)(6) 2019.  Concomitant devices reported: unknown locking screws (part # unknown, lot # unknown, quantity unknown), unknown helical blade (part # unknown, lot # unknown, quantity 1).  This complaint involves one (1) device. This report is 1 of 1 for (B)(4).